Event description:
During laparoscopic appendectomy stapler reload did not completely fire and pulled tissue. Another reload was used and surgeon corrected the problem. Stapler was released to the ethicon representative.